Event description:
During t2 recon nail surgery, to insert lag screw after nail had been inserted, the surgeon inserted guide wire. The surgeon drilled the hole for the lag screw hole of the nail using the cannulated step drill. However, the step drill was contacting the edge of lag screw hole of the nail. The surgeon drilled the proximal lag screw hole in first. Tip of the step drill was broken when the surgeon did the proximal lag screw hole drilling. The broken piece was not able to be removed. The surgeon changed the locking mode to the antegrade mode. The surgery was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.